Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. On (B)(6) 2020, the product investigation was completed. Device investigation summary: the device was visually inspected and a crease was noted in the anterior aspect. No anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient who underwent primary breast augmentation with a (left) 430cc mentor memorygel breast implant and a (right) 455cc mentor memorygel breast implant, suffered left breast pain, left breast implant rupture and bilateral capsular contracture; baker grade unknown, post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices: (left) 800cc mentor memorygel breast implant catalog: 3505800bc lot: 7735397 sn: (B)(4) and (right) 800cc mentor memorygel breast implant catalog: 3505800bc lot: 7735397 sn: (B)(4). This medwatch form is for the right breast prosthesis.